Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital diabetes provider that the customer received medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 410 m/dl at the time they were being treated, and 200 mg/dl at the time of the call. The customer was given glucose and intravenous fluids to treat. The customer was originally hospitalized for non diabetes related reasons and had the low while admitted. The customer was wearing the insulin pump during the incident. The caller stated that the customer had the low, suspended the pump, but was still getting insulin. Troubleshooting was not completed as the caller declined. The customer is currently on an insulin drip. The insulin pump will not be returned for analysis.